Event description:
Patient reports the pen needles from her last delivery are hard to remove and when she removes them, she thinks air is getting into the pen. No further details provided. The exact therapy start date is unknown, the shipment month has been provided as an estimate. Dates of use: (B)(6) 2017 - ongoing. Diagnosis or reason for use: m81.0.